Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-08506. It was reported that the scs ipg required frequent charging. It was noted that the epidural lead was unable to cover the pain area. The ipg and lead were removed and replaced by new devices.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.